Event description:
It was reported that this left ventricular (lv) lead exhibited pace impedance measurements of greater than 2,000 ohms, resulting in a lead safety switch (lss). This patient was not feeling well and felt stimulation due to unipolar pacing. No noise was observed, and historical pace impedance measurements were noted to be high within normal range. Technical services (ts) recommended a full lv lead evaluation and programming options. This lv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.